Manufacturer narrative:
On review, this file was found to be a duplicate and all information will be submitted on 3012307300-2023-09616. Please disregard all files associated with 3012307300-2023-10534.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown. D4: UDI, model, catalog, serial unavailable. G5: 510k number unavailable. H4: device manufacture date unavailable.

Event description:
It was reported that the pump exhibited a low reservoir alarm. The patient received morphine when the pump stopped, and the bag appeared full. Volume remained was 0.9 ml. It was unknown if there were any adverse patient effects.